Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® trace element serum blood collection tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: it was reported that trace element testing discovered selenium above specification limits. During r&d testing, trace element testing was performed on bd trace element tubes. One tube returned a selenium result that was just above the specification limit. Catalog#: 368381, batch#: 9036813, test date: (B)(6) 2019.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® trace element serum blood collection tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: it was reported that trace element testing discovered selenium above specification limits. During r&d testing, trace element testing was performed on bd trace element tubes. One tube returned a selenium result that was just above the specification limit. Catalog#: 368381 batch#: 9036813 test date: (B)(6)2019.